Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date of concomitant device is unknown. A device history record review was requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent orthopedic procedure on an unknown date, the set screw from the top of the helical blade inserter broke. It was unknown if there was a surgical delay. There was no patient consequence reported. Concomitant device: tfn nail (part#-unknown, lot #-unknown, quantity-1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data:legal manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the broken device was discovered outside of the operating room and that no fragments were generated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Part: 357.372; synthes lot: 6734387; release to warehouse date: august 02, 2011; manufacturing site: synthes jennersville; no nonconformance reports (ncrs) were generated during production. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The implant was received with the reported condition of ¿broken (2+ pieces) pre or post operatively/step unknown: rm.¿ the following investigation flow was performed: broken it was visually observed that the locating pin in the alignment indicator was found to be broken off (not returned) preventing the device from functioning as intended. Additionally, witness marks consistent with impaction were noted on the indicator stems and device handle. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection was not performed due to post manufacture damage. A device history review, was performed for the returned instrument¿s lot number and no material review reports (mrrs), ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. No definitive root cause was able to be determined. Based on the complaint description and device condition, it is likely that the first device was impacted on the alignment indicator stems causing the locating pin to shear. A material inspection was done during the time of DHR review and it stated: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.